Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 500 mg/dl at the time of admission. The customer stated they were feeling sick prior to being hospitalized. It was also found the customer began to vomit all day long. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer did not have any symptoms of high blood glucose. The customer reported being hospitalized for five days and was treated with manual injections. Troubleshooting did not find any issues with the insulin pump. It was also found the battery life on the insulin pump was short. The customer's blood glucose was 105 mg/dl at the time of the call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.